Event description:
Nidek received maude event report (B)(4) (B)(6) 2011. Pt complaining of night time glare, starbursts and halos around lights after their bilateral lasik surgery in 2005. Pt is unable to drive at night and cannot see road signs or people. Nidek co., ltd. Prepared the customer complaint form.

Manufacturer narrative:
Further investigation is not possible because there is only information about pt complaining of night time glare. In addition, the facility or such is not identified. Nidek co., ltd. Asked nidek inc. For additional investigation. Since nidek co., ltd also could not have further information to perform additional investigation as a manufacturer, we are unable to determine the root cause of the injury. If further information is received, we will submit a follow up report.